Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pain/pelvic') and menorrhagia ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included headache, gestational diabetes, grand multiparity and vaginal delivery. Previously administered products included for an unreported indication: oral contraceptive. Concurrent conditions included endometrial polyp, depression, shin splints, back strain, hyperlipidemia, cough, reactive airways disease, impaired fasting glucose, nausea, gerd, angiomyolipoma, migraine, weight increased, anemia, menometrorrhagia, dysfunctional uterine bleeding, urinary frequency, urinary urgency, sore throat, kidney stone and endometriosis of uterus. Concomitant products included amfetamine aspartate (amphetamine aspartate), amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (adderall), amfetamine sulfate (amphetamine sulfate), dexamfetamine saccharate (dextroamphetamine saccharate), escitalopram oxalate (lexapro), ibuprofen, medroxyprogesterone acetate (depo-provera) and triamcinolone. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2014, the patient experienced bladder discomfort ("bladder problems/bladder or urinary problems or changes/bladder pressure") and feeling abnormal ("pregnancy symptoms/looking and feeling pregnant"). In 2014, the patient experienced mood swings ("hormonal changes : mood swings") and menopausal symptoms ("menopausal symptoms"). In (B)(6) 2015, the patient experienced urticaria ("rash/skin condition: hives"), eczema ("rashes or skin conditions type: eczema") and rash macular ("rashes or skin conditions type: red blotches"). In 2016, the patient experienced tinnitus ("tinnitus"), amnesia ("nuero condit/problems: memory loss"), speech disorder ("nuero condit/problems: speech difficulty") and musculoskeletal discomfort ("constant back pressure"). In (B)(6) 2016, the patient experienced fatigue ("fatigue") and abdominal distension ("excessive bloating"). In 2017, the patient experienced hemiparesis ("weakness in right limbs") and dysgraphia ("difficulty writing"). In 2018, the patient experienced loss of consciousness ("vision probs: black outs") and blindness ("vision loss"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), neuropathy peripheral ("nuero condit/problems: neuropathy"), deafness ("nuero condit/problems: hearing loss"), abdominal pain ("abdominal pain/right side pain"), back pain ("back pain/lower back pain"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), hypersensitivity ("hypersensitivity"), psychological trauma ("psych injury"), urinary tract infection ("uti"), alopecia ("hair loss"), vision blurred ("vision probs: blurred vision"), vulvovaginal pain ("vaginal pain") and pain in extremity ("right arm pain/right leg pain") and was found to have blood growth hormone increased ("hormonal changes describe:hormone overload"). The patient was treated with amoxicillin, bupropion hydrochloride (wellbutrin), ciprofloxacin, nitrofurantoin and surgery (ablation and hysterectomy- full,salpingectomy (bilateral removal of fallopian tubes),d&c). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia, dysmenorrhoea, abdominal pain, back pain, metrorrhagia, tinnitus, feeling abnormal and musculoskeletal discomfort had resolved, the hemiparesis, neuropathy peripheral, loss of consciousness, deafness, dysgraphia, urticaria, hypersensitivity, psychological trauma, bladder discomfort, urinary tract infection, alopecia, mood swings, blood growth hormone increased, vaginal haemorrhage, eczema, rash macular, amnesia, speech disorder, vision blurred, abdominal distension, menopausal symptoms, blindness, vulvovaginal pain and pain in extremity outcome was unknown and the fatigue was resolving. The reporter considered abdominal distension, abdominal pain, alopecia, amnesia, back pain, bladder discomfort, blindness, blood growth hormone increased, deafness, dysgraphia, dysmenorrhoea, eczema, fatigue, feeling abnormal, hemiparesis, hypersensitivity, loss of consciousness, menopausal symptoms, menorrhagia, metrorrhagia, mood swings, musculoskeletal discomfort, neuropathy peripheral, pain in extremity, pelvic pain, psychological trauma, rash macular, speech disorder, tinnitus, urinary tract infection, urticaria, vaginal haemorrhage, vision blurred and vulvovaginal pain to be related to essure. The reporter commented: discrepancy noted in date of surgeries: (B)(6) 2018, medical leave related to essure: yes. Patient received treatment for- pain, bleeding, allergy, psych injury, bladder/urinary problem, fatigue, hair loss, hormonal changes, nuero condit/prob, vision problems,tinnitus, pregnancy symptoms diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Ultrasound pelvis - on (B)(6) 2018: endometrium difficult to visualize by transvaginal technique, however, is likely no thickened. Unremarkable appearance of the bilateral ovaries.. Ultrasound scan vagina - on (B)(6) 2018: uterine morphology does suggestive possibility of adenomyosis endometium not visualized ovaries not visualized t-is scan suggest the presence of essure implant. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-mar-2020: extension of expected date of next report. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pain/pelvic') and menorrhagia ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included headache, gestational diabetes, grand multiparity, vaginal delivery and overweight. Previously administered products included for an unreported indication: oral contraceptive. Concurrent conditions included endometrial polyp, depression, shin splints, back strain, hyperlipidemia, cough, reactive airways disease, impaired fasting glucose, nausea, gerd, angiomyolipoma, migraine, weight increased, anemia, menometrorrhagia, dysfunctional uterine bleeding, urinary frequency, urinary urgency, sore throat, kidney stone and endometriosis of uterus. Concomitant products included amfetamine aspartate (amphetamine aspartate), amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (adderall), amfetamine sulfate (amphetamine sulfate), dexamfetamine saccharate (dextroamphetamine saccharate), escitalopram oxalate (lexapro), ibuprofen, medroxyprogesterone acetate (depo-provera) and triamcinolone. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2014, the patient experienced bladder discomfort ("bladder problems/bladder or urinary problems or changes/bladder pressure") and feeling abnormal ("pregnancy symptoms/looking and feeling pregnant"). In 2014, the patient experienced mood swings ("hormonal changes : mood swings") and menopausal symptoms ("menopausal symptoms"). In (B)(6) 2015, the patient experienced urticaria ("rash/skin condition: hives"), eczema ("rashes or skin conditions type: eczema") and rash macular ("rashes or skin conditions type: red blotches"). In 2016, the patient experienced tinnitus ("tinnitus"), amnesia ("nuero condition/problems: memory loss"), speech disorder ("nuero condition/problems: speech difficulty") and musculoskeletal discomfort ("constant back pressure"). In (B)(6) 2016, the patient experienced fatigue ("fatigue") and abdominal distension ("excessive bloating"). In 2017, the patient experienced hemiparesis ("weakness in right limbs") and dysgraphia ("difficulty writing"). In 2018, the patient experienced loss of consciousness ("vision probs: black outs") and blindness ("vision loss"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), neuropathy peripheral ("nuero condition/problems: neuropathy"), deafness ("nuero condition/problems: hearing loss"), abdominal pain ("abdominal pain/right side pain"), back pain ("back pain/lower back pain"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), hypersensitivity ("hypersensitivity"), psychological trauma ("psych injury"), urinary tract infection ("uti"), alopecia ("hair loss"), vision blurred ("vision probs: blurred vision"), vulvovaginal pain ("vaginal pain") and pain in extremity ("right arm pain/right leg pain") and was found to have blood growth hormone increased ("hormonal changes describe:hormone overload"). The patient was treated with amoxicillin, bupropion hydrochloride (wellbutrin), ciprofloxacin, nitrofurantoin and surgery (ablation and hysterectomy- full,salpingectomy (bilateral removal of fallopian tubes),d&c). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia, dysmenorrhoea, abdominal pain, back pain, metrorrhagia, tinnitus, feeling abnormal and musculoskeletal discomfort had resolved, the hemiparesis, neuropathy peripheral, loss of consciousness, deafness, dysgraphia, urticaria, hypersensitivity, psychological trauma, bladder discomfort, urinary tract infection, alopecia, mood swings, blood growth hormone increased, vaginal haemorrhage, eczema, rash macular, amnesia, speech disorder, vision blurred, abdominal distension, menopausal symptoms, blindness, vulvovaginal pain and pain in extremity outcome was unknown and the fatigue was resolving. The reporter considered abdominal distension, abdominal pain, alopecia, amnesia, back pain, bladder discomfort, blindness, blood growth hormone increased, deafness, dysgraphia, dysmenorrhoea, eczema, fatigue, feeling abnormal, hemiparesis, hypersensitivity, loss of consciousness, menopausal symptoms, menorrhagia, metrorrhagia, mood swings, musculoskeletal discomfort, neuropathy peripheral, pain in extremity, pelvic pain, psychological trauma, rash macular, speech disorder, tinnitus, urinary tract infection, urticaria, vaginal haemorrhage, vision blurred and vulvovaginal pain to be related to essure. The reporter commented: discrepancy noted in date of surgeries: (B)(6) 2018, medical leave related to essure: yes. Patient received treatment for- pain, bleeding, allergy, psych injury, bladder/urinary problem, fatigue, hair loss, hormonal changes, nuero condition/prob, vision problems,tinnitus, pregnancy symptoms current weight 220 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Ultrasound pelvis - on (B)(6) 2018: endometrium difficult to visualize by transvaginal technique, however, is likely no thickened. Unremarkable appearance of the bilateral ovaries.. Ultrasound scan vagina - on (B)(6) 2018: uterine morphology does suggestive possibility of adenomyosis endometrium not visualized ovaries not visualized t-is scan suggest the presence of essure implant. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-may-2020: extension of expected date of next report. On 3-aug-2020: plaintiff fact sheet received. Medical history were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pain/pelvic') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), dermatitis allergic ("rash/skin condition"), hypersensitivity ("hypersensitivity"), psychological trauma ("psych injury"), bladder disorder ("bladder problems"), urinary tract infection ("uti"), fatigue ("fatigue"), alopecia ("hair loss"), nervous system disorder ("neuro condit/problems"), visual impairment ("vision probs"), tinnitus ("tinnitus") and feeling abnormal ("pregnancy symptoms") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hysterectomy- full). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain, back pain, menorrhagia, metrorrhagia, tinnitus and feeling abnormal had resolved and the dermatitis allergic, hypersensitivity, psychological trauma, bladder disorder, urinary tract infection, fatigue, alopecia, hormone level abnormal, nervous system disorder and visual impairment outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, bladder disorder, dermatitis allergic, dysmenorrhoea, fatigue, feeling abnormal, hormone level abnormal, hypersensitivity, menorrhagia, metrorrhagia, nervous system disorder, pelvic pain, psychological trauma, tinnitus, urinary tract infection and visual impairment to be related to essure. The reporter commented: discrepancy noted in date of surgeries: (B)(6) 2018, medical leave related to essure: yes. Patient received treatment for- pain, bleeding, allergy, psych injury, bladder/urinary problem, fatigue, hair loss, hormonal changes, neuro condit/prob, vision problems,tinnitus, pregnancy symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2012: essure confirmation test-(unspecified) result-bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received: event injury nos replaced with event chronic pain/pelvic, dysmenorrhea (cramping),abdominal pain, back pain, menorrhagia (heavy menstrual bleeding), metrorrhagia (bleeding b/w periods), rash/skin condition, hypersensitivity, psych injury, bladder problems, uti, fatigue, hair loss, hormonal changes, neuro condit/problems, vision problems, tinnitus and pregnancy symptoms. Patient demographic details, reporter and product information was added. Lab dada added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pain/pelvic') and menorrhagia ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included headache, gestational diabetes, grand multiparity, vaginal delivery and overweight. Previously administered products included for an unreported indication: oral contraceptive. Concurrent conditions included endometrial polyp, depression, shin splints, back strain, hyperlipidemia, cough, reactive airways disease, impaired fasting glucose, nausea, gerd, angiomyolipoma, migraine, weight increased, anemia, menometrorrhagia, dysfunctional uterine bleeding, urinary frequency, urinary urgency, sore throat, kidney stone and endometriosis of uterus. Concomitant products included amfetamine aspartate (amphetamine aspartate), amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (adderall), amfetamine sulfate (amphetamine sulfate), dexamfetamine saccharate (dextroamphetamine saccharate), escitalopram oxalate (lexapro), ibuprofen, medroxyprogesterone acetate (depo-provera) and triamcinolone. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2014, the patient experienced bladder discomfort ("bladder problems/bladder or urinary problems or changes/bladder pressure") and feeling abnormal ("pregnancy symptoms/looking and feeling pregnant"). In 2014, the patient experienced mood swings ("hormonal changes : mood swings") and menopausal symptoms ("menopausal symptoms"). In (B)(6) 2015, the patient experienced urticaria ("rash/skin condition: hives"), eczema ("rashes or skin conditions type: eczema") and rash macular ("rashes or skin conditions type: red blotches"). In 2016, the patient experienced tinnitus ("tinnitus"), amnesia ("nuero condit/problems: memory loss"), speech disorder ("nuero condit/problems: speech difficulty") and musculoskeletal discomfort ("constant back pressure"). In (B)(6) 2016, the patient experienced fatigue ("fatigue") and abdominal distension ("excessive bloating"). In 2017, the patient experienced hemiparesis ("weakness in right limbs") and dysgraphia ("difficulty writing"). In 2018, the patient experienced loss of consciousness ("vision probs: black outs") and blindness ("vision loss"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), neuropathy peripheral ("nuero condit/problems: neuropathy"), deafness ("nuero condit/problems: hearing loss"), abdominal pain ("abdominal pain/right side pain"), back pain ("back pain/lower back pain"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), hypersensitivity ("hypersensitivity"), psychological trauma ("psych injury"), urinary tract infection ("uti"), alopecia ("hair loss"), vision blurred ("vision probs: blurred vision"), vulvovaginal pain ("vaginal pain") and pain in extremity ("right arm pain/right leg pain") and was found to have blood growth hormone increased ("hormonal changes describe:hormone overload"). The patient was treated with amoxicillin, bupropion hydrochloride (wellbutrin), ciprofloxacin, nitrofurantoin and surgery (ablation and hysterectomy- full,salpingectomy (bilateral removal of fallopian tubes),d&c). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia, dysmenorrhoea, abdominal pain, back pain, metrorrhagia, tinnitus, feeling abnormal and musculoskeletal discomfort had resolved, the hemiparesis, neuropathy peripheral, loss of consciousness, deafness, dysgraphia, urticaria, hypersensitivity, psychological trauma, bladder discomfort, urinary tract infection, alopecia, mood swings, blood growth hormone increased, vaginal haemorrhage, eczema, rash macular, amnesia, speech disorder, vision blurred, abdominal distension, menopausal symptoms, blindness, vulvovaginal pain and pain in extremity outcome was unknown and the fatigue was resolving. The reporter considered abdominal distension, abdominal pain, alopecia, amnesia, back pain, bladder discomfort, blindness, blood growth hormone increased, deafness, dysgraphia, dysmenorrhoea, eczema, fatigue, feeling abnormal, hemiparesis, hypersensitivity, loss of consciousness, menopausal symptoms, menorrhagia, metrorrhagia, mood swings, musculoskeletal discomfort, neuropathy peripheral, pain in extremity, pelvic pain, psychological trauma, rash macular, speech disorder, tinnitus, urinary tract infection, urticaria, vaginal haemorrhage, vision blurred and vulvovaginal pain to be related to essure. The reporter commented: discrepancy noted in date of surgeries: (B)(6) 2018, medical leave related to essure: yes patient received treatment for- pain, bleeding, allergy, psych injury, bladder/urinary problem, fatigue, hair loss, hormonal changes, nuero condit/prob, vision problems,tinnitus, pregnancy symptoms current weight 220 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Ultrasound pelvis - on (B)(6) 2018: endometrium difficult to visualize by transvaginal technique, however, is likely no thickened. Unremarkable appearance of the bilateral ovaries.. Ultrasound scan vagina - on (B)(6) 2018: uterine morphology does suggestive possibility of adenomyosis endometium not visualized ovaries not visualized t-is scan suggest the presence of essure implant. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-dec-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pain/pelvic') and menorrhagia ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included headache, gestational diabetes, grand multiparity, vaginal delivery and overweight. Previously administered products included for an unreported indication: oral contraceptive. Concurrent conditions included endometrial polyp, depression, shin splints, back strain, hyperlipidemia, cough, reactive airways disease, impaired fasting glucose, nausea, gerd, angiomyolipoma, migraine, weight increased, anemia, menometrorrhagia, dysfunctional uterine bleeding, urinary frequency, urinary urgency, sore throat, kidney stone and endometriosis of uterus. Concomitant products included amfetamine aspartate (amphetamine aspartate), amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (adderall), amfetamine sulfate (amphetamine sulfate), dexamfetamine saccharate (dextroamphetamine saccharate), escitalopram oxalate (lexapro), ibuprofen, medroxyprogesterone acetate (depo-provera) and triamcinolone. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2014, the patient experienced bladder discomfort ("bladder problems/bladder or urinary problems or changes/bladder pressure") and feeling abnormal ("pregnancy symptoms/looking and feeling pregnant"). In 2014, the patient experienced mood swings ("hormonal changes : mood swings") and menopausal symptoms ("menopausal symptoms"). In (B)(6) 2015, the patient experienced urticaria ("rash/skin condition: hives"), eczema ("rashes or skin conditions type: eczema") and rash macular ("rashes or skin conditions type: red blotches"). In 2016, the patient experienced tinnitus ("tinnitus"), amnesia ("nuero condit/problems: memory loss"), speech disorder ("nuero condit/problems: speech difficulty") and musculoskeletal discomfort ("constant back pressure"). In (B)(6) 2016, the patient experienced fatigue ("fatigue") and abdominal distension ("excessive bloating"). In 2017, the patient experienced hemiparesis ("weakness in right limbs") and dysgraphia ("difficulty writing"). In 2018, the patient experienced loss of consciousness ("vision probs: black outs") and blindness ("vision loss"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), neuropathy peripheral ("nuero condit/problems: neuropathy"), deafness ("nuero condit/problems: hearing loss"), abdominal pain ("abdominal pain/right side pain"), back pain ("back pain/lower back pain"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), hypersensitivity ("hypersensitivity"), psychological trauma ("psych injury"), urinary tract infection ("uti"), alopecia ("hair loss"), vision blurred ("vision probs: blurred vision"), vulvovaginal pain ("vaginal pain") and pain in extremity ("right arm pain/right leg pain") and was found to have blood growth hormone increased ("hormonal changes describe:hormone overload"). The patient was treated with amoxicillin, bupropion hydrochloride (wellbutrin), ciprofloxacin, nitrofurantoin and surgery (ablation and hysterectomy- full,salpingectomy (bilateral removal of fallopian tubes),d&c). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia, dysmenorrhoea, abdominal pain, back pain, metrorrhagia, tinnitus, feeling abnormal and musculoskeletal discomfort had resolved, the hemiparesis, neuropathy peripheral, loss of consciousness, deafness, dysgraphia, urticaria, hypersensitivity, psychological trauma, bladder discomfort, urinary tract infection, alopecia, mood swings, blood growth hormone increased, vaginal haemorrhage, eczema, rash macular, amnesia, speech disorder, vision blurred, abdominal distension, menopausal symptoms, blindness, vulvovaginal pain and pain in extremity outcome was unknown and the fatigue was resolving. The reporter considered abdominal distension, abdominal pain, alopecia, amnesia, back pain, bladder discomfort, blindness, blood growth hormone increased, deafness, dysgraphia, dysmenorrhoea, eczema, fatigue, feeling abnormal, hemiparesis, hypersensitivity, loss of consciousness, menopausal symptoms, menorrhagia, metrorrhagia, mood swings, musculoskeletal discomfort, neuropathy peripheral, pain in extremity, pelvic pain, psychological trauma, rash macular, speech disorder, tinnitus, urinary tract infection, urticaria, vaginal haemorrhage, vision blurred and vulvovaginal pain to be related to essure. The reporter commented: discrepancy noted in date of surgeries: (B)(6) 2018, medical leave related to essure: yes. Patient received treatment for- pain, bleeding, allergy, psych injury, bladder/urinary problem, fatigue, hair loss, hormonal changes, nuero condit/prob, vision problems,tinnitus, pregnancy symptoms current weight 220 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Ultrasound pelvis - on (B)(6) 2018: endometrium difficult to visualize by transvaginal technique, however, is likely no thickened. Unremarkable appearance of the bilateral ovaries.. Ultrasound scan vagina - on (B)(6) 2018: uterine morphology does suggestive possibility of adenomyosis endometium not visualized ovaries not visualized t-is scan suggest the presence of essure implant. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-may-2020: extension of expected date of next report on 3-aug-2020: plaintiff fact sheet received. Medical history were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pain/pelvic') and menorrhagia ('menorrhagia (heavy menstrual bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included headache, gestational diabetes, grand multiparity and vaginal delivery. Previously administered products included for an unreported indication: oral contraceptive. Concurrent conditions included endometrial polyp, depression, shin splints, back strain, hyperlipidemia, cough, reactive airways disease, impaired fasting glucose, nausea, gerd, angiomyolipoma, migraine, weight increased, anemia, menometrorrhagia, dysfunctional uterine bleeding, urinary frequency, urinary urgency, sore throat, kidney stone and endometriosis of uterus. Concomitant products included amfetamine aspartate (amphetamine aspartate), amfetamine aspartate; amfetamine sulfate; dexamfetamine saccharate; dexamfetamine sulfate (adderall), amfetamine sulfate (amphetamine sulfate), dexamfetamine saccharate (dextroamphetamine saccharate), escitalopram oxalate (lexapro), ibuprofen, medroxyprogesterone acetate (depo-provera) and triamcinolone. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2012, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal"). On (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping"). On (B)(6) 2014, the patient experienced bladder disorder ("bladder problems/bladder or urinary problems or changes/bladder pressure") and feeling abnormal ("pregnancy symptoms/looking and feeling pregnant"). In 2014, the patient experienced mood swings ("hormonal changes : mood swings") and menopausal symptoms ("menopausal symptoms"). On (B)(6) 2015, the patient experienced urticaria ("rash/skin condition: hives"), eczema ("rashes or skin conditions type: eczema") and rash macular ("rashes or skin conditions type: red blotches"). In 2016, the patient experienced tinnitus ("tinnitus"), amnesia ("nuero condit/problems: memory loss"), speech disorder ("nuero condit/problems: speech difficulty") and musculoskeletal discomfort ("constant back pressure"). On (B)(6) 2016, the patient experienced fatigue ("fatigue") and abdominal distension ("excessive bloating"). In 2017, the patient experienced hemiparesis ("weakness in right limbs") and dysgraphia ("difficulty writing"). In 2018, the patient experienced loss of consciousness ("vision probs: black outs") and blindness ("vision loss"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), neuropathy peripheral ("nuero condit/problems: neuropathy"), deafness ("nuero condit/problems: hearing loss"), abdominal pain ("abdominal pain/right side pain"), back pain ("back pain/lower back pain"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), hypersensitivity ("hypersensitivity"), psychological trauma ("psych injury"), urinary tract infection ("uti"), alopecia ("hair loss"), vision blurred ("vision probs: blurred vision"), vulvovaginal pain ("vaginal pain") and pain in extremity ("right arm pain/right leg pain") and was found to have blood growth hormone increased ("hormonal changes describe: hormone overload"). The patient was treated with amoxicillin, bupropion hydrochloride (wellbutrin), ciprofloxacin, nitrofurantoin and surgery (ablation and hysterectomy, full, salpingectomy (bilateral removal of fallopian tubes), d&c). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia, dysmenorrhoea, abdominal pain, back pain, metrorrhagia, tinnitus, feeling abnormal and musculoskeletal discomfort had resolved, the hemiparesis, neuropathy peripheral, loss of consciousness, deafness, dysgraphia, urticaria, hypersensitivity, psychological trauma, bladder disorder, urinary tract infection, alopecia, mood swings, blood growth hormone increased, vaginal haemorrhage, eczema, rash macular, amnesia, speech disorder, vision blurred, abdominal distension, menopausal symptoms, blindness, vulvovaginal pain and pain in extremity outcome was unknown and the fatigue was resolving. The reporter considered abdominal distension, abdominal pain, alopecia, amnesia, back pain, bladder disorder, blindness, blood growth hormone increased, deafness, dysgraphia, dysmenorrhoea, eczema, fatigue, feeling abnormal, hemiparesis, hypersensitivity, loss of consciousness, menopausal symptoms, menorrhagia, metrorrhagia, mood swings, musculoskeletal discomfort, neuropathy peripheral, pain in extremity, pelvic pain, psychological trauma, rash macular, speech disorder, tinnitus, urinary tract infection, urticaria, vaginal haemorrhage, vision blurred and vulvovaginal pain to be related to essure. The reporter commented: discrepancy noted in date of surgeries: on (B)(6) 2018, medical leave related to essure: yes. Patient received treatment for pain, bleeding, allergy, psych injury, bladder/urinary problem, fatigue, hair loss, hormonal changes, nuero condit/prob, vision problems,tinnitus, pregnancy symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2012: total bilateral occlusion. Ultrasound pelvis: on (B)(6) 2018: endometrium difficult to visualize by transvaginal technique, however, is likely no thickened. Unremarkable appearance of the bilateral ovaries. Ultrasound scan vagina: on (B)(6) 2018: uterine morphology does suggestive possibility of adenomyosis. Endometium not visualized. Ovaries not visualized. T-is scan suggest the presence of essure implant. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-dec-2019: pfs & mr received. Updated event hormonal changes:mood swings, rash/skin condition: hives, nuero condit/problems: memory loss, vision probs: blurred vision. New events hormone overload, abnormal bleeding (vaginal), red blotches, eczema, speech difficulty, hearing loss, neuropathy, black outs, bloating, constant back pressure, menopausal symptoms, weakness in right limbs, difficulty writing, vision loss, vaginal pain, right arm pain was added. Updated outcome of event fatigue from unknown to recovering / resolving. Concomitant conditions, concomitant drugs, treatment drugs, lab data,reporter, patient demographics was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pain/pelvic') and menorrhagia ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included headache, gestational diabetes, grand multiparity and vaginal delivery. Previously administered products included for an unreported indication: oral contraceptive. Concurrent conditions included endometrial polyp, depression, shin splints, back strain, hyperlipidemia, cough, reactive airways disease, impaired fasting glucose, nausea, gerd, angiomyolipoma, migraine, weight increased, anemia, menometrorrhagia, dysfunctional uterine bleeding, urinary frequency, urinary urgency, sore throat, kidney stone and endometriosis of uterus. Concomitant products included amfetamine aspartate (amphetamine aspartate), amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (adderall), amfetamine sulfate (amphetamine sulfate), dexamfetamine saccharate (dextroamphetamine saccharate), escitalopram oxalate (lexapro), ibuprofen, medroxyprogesterone acetate (depo-provera) and triamcinolone. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2014, the patient experienced bladder discomfort ("bladder problems/bladder or urinary problems or changes/bladder pressure") and feeling abnormal ("pregnancy symptoms/looking and feeling pregnant"). In 2014, the patient experienced mood swings ("hormonal changes : mood swings") and menopausal symptoms ("menopausal symptoms"). In (B)(6) 2015, the patient experienced urticaria ("rash/skin condition: hives"), eczema ("rashes or skin conditions type: eczema") and rash macular ("rashes or skin conditions type: red blotches"). In 2016, the patient experienced tinnitus ("tinnitus"), amnesia ("nuero condit/problems: memory loss"), speech disorder ("nuero condit/problems: speech difficulty") and musculoskeletal discomfort ("constant back pressure"). In (B)(6) 2016, the patient experienced fatigue ("fatigue") and abdominal distension ("excessive bloating"). In 2017, the patient experienced hemiparesis ("weakness in right limbs") and dysgraphia ("difficulty writing"). In 2018, the patient experienced loss of consciousness ("vision probs: black outs") and blindness ("vision loss"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), neuropathy peripheral ("nuero condit/problems: neuropathy"), deafness ("nuero condit/problems: hearing loss"), abdominal pain ("abdominal pain/right side pain"), back pain ("back pain/lower back pain"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), hypersensitivity ("hypersensitivity"), psychological trauma ("psych injury"), urinary tract infection ("uti"), alopecia ("hair loss"), vision blurred ("vision probs: blurred vision"), vulvovaginal pain ("vaginal pain") and pain in extremity ("right arm pain/right leg pain") and was found to have blood growth hormone increased ("hormonal changes describe:hormone overload"). The patient was treated with amoxicillin, bupropion hydrochloride (wellbutrin), ciprofloxacin, nitrofurantoin and surgery (ablation and hysterectomy- full,salpingectomy (bilateral removal of fallopian tubes),d&c). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia, dysmenorrhoea, abdominal pain, back pain, metrorrhagia, tinnitus, feeling abnormal and musculoskeletal discomfort had resolved, the hemiparesis, neuropathy peripheral, loss of consciousness, deafness, dysgraphia, urticaria, hypersensitivity, psychological trauma, bladder discomfort, urinary tract infection, alopecia, mood swings, blood growth hormone increased, vaginal haemorrhage, eczema, rash macular, amnesia, speech disorder, vision blurred, abdominal distension, menopausal symptoms, blindness, vulvovaginal pain and pain in extremity outcome was unknown and the fatigue was resolving. The reporter considered abdominal distension, abdominal pain, alopecia, amnesia, back pain, bladder discomfort, blindness, blood growth hormone increased, deafness, dysgraphia, dysmenorrhoea, eczema, fatigue, feeling abnormal, hemiparesis, hypersensitivity, loss of consciousness, menopausal symptoms, menorrhagia, metrorrhagia, mood swings, musculoskeletal discomfort, neuropathy peripheral, pain in extremity, pelvic pain, psychological trauma, rash macular, speech disorder, tinnitus, urinary tract infection, urticaria, vaginal haemorrhage, vision blurred and vulvovaginal pain to be related to essure. The reporter commented: discrepancy noted in date of surgeries: (B)(6) 2018, medical leave related to essure: yes patient received treatment for- pain, bleeding, allergy, psych injury, bladder/urinary problem, fatigue, hair loss, hormonal changes, nuero condit/prob, vision problems,tinnitus, pregnancy symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Ultrasound pelvis - on (B)(6) 2018: endometrium difficult to visualize by transvaginal technique, however, is likely no thickened. Unremarkable appearance of the bilateral ovaries.. Ultrasound scan vagina - on (B)(6) 2018: uterine morphology does suggestive possibility of adenomyosis endometium not visualized ovaries not visualized t-is scan suggest the presence of essure implant. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-mar-2020: extension of expected date of next report. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.